Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed at the customer's site by a zoll representative during initial testing; however, the reported problem could not be duplicated. Analysis for reports of this type has not identified an increase in trend.